Event description:
During the evening the prismaflex continuous renal replacement therapy (crrt) machine went down with reported error of "malfunction: blood pump - incorrect rate". Following return from CT, machine had been in recirculating mode. An attempt was made to reprime machine as directed by machine to resume therapy, at which point error occurred, thus requiring the set up of an additional circuit.